Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected approximately 5 false positive flu b results out of 45 tests. Asymptomatic patients were tested. The customer communicated 2 off the results were negative by another rapid antigen assay. The customer communicated the results were confirmed by another rapid antigen assay.